Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported under infusion, which was not confirmed or reproduced. The device was tested and found to deliver within specification at all tested flow rates. An assignable cause was unable to be determined and no correction was required to repair this device. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number can be removed from the FDA database.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy in the critical care/ emergency department. It was reported that the device was programmed to deliver 1000 ml of normal saline at a rate of 999 ml/hr, but upon completion, "at least" 200 ml was left in the bag. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.